Event description:
A customer contacted baxter (B)(4) regarding leaking found from the tubing of a uv flash transfer set. The customer stated the set had been in use for 30 days. There was no injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Device evaluation anticipated, but not yet begun. A follow up report will be submitted when the evaluation results become available.

Manufacturer narrative:
(B)(4). One used transfer set was received with no cap on spike and no cap on patient connector in reference to leak. The transfer set was tested underwater with leak noted from a cut approximately 8 inches from the sleeve in a closed position. This report was confirmed in the lab for tubing leakage due to a cut/hole in the tubing (13.5 inches from the base of the white twist sleeve when closed). The root cause of the reported condition could not be determined. The lot number is unknown; therefore, a batch review was not completed. Baxter will continue to monitor similar reports to determine if further actions are required.